Event description:
My son is on respironics smart monitor 2 at home, and I turned the machine off to give him a bath. I went to turn the machine back on afterwards, all the lights lit up, it beeped, and then I smelled burning plastic. The machine heated up and started to smoke even after it was unplugged and off. It eventually cooled down and stopped smoking after a few minutes. The dme(durable medical equipment) swapped out the device.